Event description:
The facility reports the resident was being lowered after the bath when the safety strap suddenly came undone. The resident slid and fell out of the chair before it was lowered all the way down. The resident fell on her right side, hitting her head on the wall. The resident sustained a right hip fracture and a laceration to the scalp.